Event description:
It was reported that the customer had low blood glucose levels of 60 mg/dl. The customer would treat with food. The customer reported difficulty typing in the correct blood glucose levels in the bolus wizard. The customer reported typing in a blood glucose level of 575 where the actual blood glucose levels were 60 mg/dl. The bolus history of the insulin pump was also checked and showed that the customer entered a bolus entry of 25 units but delivery stopped at 7.8 units. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).